Manufacturer narrative:
The lens was returned dry, in a micro centrifuge vial. There was clear surgical residue on lens. Visual inspection found the haptic bent and foreign material on lens surface (clear residue on lens). The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op best corrected visual acuity (bcva) was 20/20. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Per dfu for this lens model, vicl's are contraindicated of implantations of a lens in a patient under the age of 21 years old and in an eye with an anterior chamber depth (acd) less than 3.0 mm. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.0 mm ticm120v4, -16.00/1.50/90 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2012. The lens was explanted on (B)(6) 2017 due to low vaulting. The lens was exchanged for a longer lens.